Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector pin. (B)(4).

Event description:
The consumer reported the recharger was not charging. The connector pin broke a "couple of weeks ago." The patient needs to charge the ins because she was in pain. The patient was in pain because she was not able to charge her ins and she had not been using the therapy. The anomaly appears to have occurred through product use. No patient harm was reported. Relevant medical history included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).